Event description:
It was reported that during an stent assisted coil embolization procedure in a patient with middle cerebral artery(mca) aneurysm, there was resistance when the subject stent was advanced through the microcatheter and when adjusted it, the subject stent deployed prematurely in the tail of the microcatheter. The procedure was completed successfully by replacing the subject device. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
The device is not available to the manufacturer.

Manufacturer narrative:
Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. The device was returned and the lot number was confirmed with the packaging. During visual inspection, the stent was seen to be deployed. The stent delivery wire (sdw) was seen to be kinked. The stent was seen to be deformed. The introducer sheath was intact. Functional inspection was not carried out as the stent was returned deployed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported stent friction could not be confirmed; however, the analysis results are consistent with the reported event. The reported stent deployed prematurely during use was confirmed during analysis. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information received was the device was prepared as per the directions for use. There was no damage noted to the packaging prior to opening the packaging and the device was confirmed to be in good condition prior to use on the patient. Continuous flush was set up and maintained throughout the clinical procedure and the patients anatomy was described as moderately tortuous. The device was returned for analysis. The stent was returned in the condition of deployed and was also found to be deformed. The sdw was returned and found to be kinked, the introducer sheath was returned and found to be intact. Its likely the damage caused to the device was due to manipulation of the device when the reported resistance was felt during the clinical procedure. The as analyzed as well as the as reported event of stent deployed prematurely during use, the as reported event of stent friction and as analyzed event of stent deformed and sdw kinked/bent will be assigned procedural factors as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural and/or anatomical factors during use.

Event description:
It was reported that during an stent assisted coil embolization procedure in a patient with middle cerebral artery(mca) aneurysm, there was resistance when the subject stent was advanced through the microcatheter and when adjusted it, the subject stent deployed prematurely in the tail of the microcatheter. The procedure was completed successfully by replacing the subject device. No clinical consequences were reported to the patient due to this event.